Event description:
This is filed to report hypotension, pericardial effusion, required intervention, surgery, delay and hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the transeptal puncture, visualization was difficult. While crossing the septum with the guide wire and transseptal catheter, visualization was lost and physician was not able to see septal tenting. Therefore, advancement was stopped until echocardiography imaging was re-established. Once re-established, the catheter was noted to have advanced farther than thought, was in the left atrium, and was pulled back. The steerable guide catheter (sgc) was then advanced across the septum and the clip delivery system (cds) was inserted into the sgc. While steering down to the valve, the patient's blood pressure dropped. A pericardial effusion was noted on echocardiography and the sgc and cds were removed. The effusion was drained but continued to reaccumulate so, the patient was taken to open heart surgery for repair of injury causing effusion and for mitral valve replacement. The cause for the injury and effusion is not know at this time. A clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Subsequent to the previously filed report, additional information was received stating that the patient died from complications of the mitral valve replacement and repair of the injury. Per the physician, the patient death is unrelated to the mitraclip devices or procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported pericardial effusion could not be determined. The reported hypotension is a cascading effect of the reported pericardial effusion. The cause of the reported death is surgical intervention. In the physicians opinion, the patient death is unrelated to the mitraclip devices or procedure. The reported effects of pericardial effusion, hypotension and death are listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, delay in therapy, and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.